Event description:
Customer reported that drill for acl broke during surgery. Customer informed that the broken part of instrument remained in pt's bone. As customer informed, it is the second case of ihnstrument breaking during surgery. Customer informed that the first instrument was returned and the one being subject to per will be returned soon to product manager.